Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient record needed to be reconciled in the pyxis enterprise server. A technical support specialist (tss) mentioned the admission and discharge process could only be handled by the active directory (adt) team. The tss advised the user to contact the adt team to admit or discharge the patient as needed and provided patient reconciliation guidance documents for reference. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, it was asked to merge the medical record number of the patient was requested. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.